Event description:
It was reported to boston scientific corporation that a hemostatic clipping device was used during an ulcer clipping procedure to close a large gastric ulcer in the stomach performed on (B)(6) 2014. According to the complainant, during the procedure, the clip would not close or separate from the bushing. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported as a result of the event.

Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. Evaluation findings of clip failed to release from catheter. Visual evaluation of the returned device found that the clip assembly was locked into the bushing. A physical examination found that the clip assembly was unable to be opened or closed. The prongs were bent to an open state at approximately 15mm. It was also noticed that the tabs were partially open. The device was fully deployed but could not be separated from the bushing. Given the event description and condition of the returned device, there is not enough information to determine a most probable root cause. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.